Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The device was in used condition with a lifting downstream occlusion (dso) seal. The dso sensor, dso seal, and dso bezel were replaced. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a damaged battery compartment. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement. Analysis of device found damaged downstream occlusion (dso) seal.